Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that suddenly yesterday the stimulator started feeling like it was a biting sensation, like it had been turned up high. When she checked ins with the programmer, she saw the por (power on reset) message. Patient states when this occurred, she was not near any known source of emi. It was reviewed therapy is now off and patient will need to follow up with managing hcp to address por message. No further complications were reported or are anticipated.